Event description:
The customer returned the colonovideoscope which is an olympus asset, with no reported complaint. During the evaluation of the device, foreign objects was observed in the air/water tube and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.